Manufacturer narrative:
E1 reporting institution phone # (B)(6). E1 reporter phone # a philips remote service engineer (rse) assisted the customer remotely. The customer requested replacement parts to resolve the issue. A speaker assembly was shipped to the customer's site to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the suresigns vs4 displays the technical alarm "speaker fault". It is unknown if the device produced sound. The device was not in use on a patient at the time of the event, there was no patient involvement.